Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and functional testing coil could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to the reported complaint.

Event description:
It was reported that during procedure, when the physician was retrieving the subject balloon catheter, blood was observed in the syringe and the subject balloon had burst. The procedure was completed and there were no reported clinical consequences to the patient.

Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that during procedure, when the physician was retrieving the subject balloon catheter, blood was observed in the syringe and the subject balloon had burst. The procedure was completed and there were no reported clinical consequences to the patient.